Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-aug-2019 with the following findings: a review of the pump alarm history showed frequent replace battery alarms. During investigation, a replace battery alarm occurred when confirming the verify screen. The pump electrical current draws were not able to be tested due to the recurring alarm. A visual inspection of the pump revealed corrosion in battery compartment. Leak testing showed leaks at the battery compartment. The pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 10-apr-2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.